Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received an inappropriate shock due to noise. Review of the session records revealed possible lead damage. Lead replacement was recommended.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the patient also received inappropriate atp therapy. The lead was capped and replaced.